Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 552 mg/dl and 238 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during an unk procedure the blade was broken. Another device was used to complete the case. There were no adverse consequence to the pt.